Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 29 mmol/l. Customer mentioned that the blood glucose meter and pump are not connected anymore. Customer stated that there was a leak at the quick release site. It was unknown that auto mode feature was active at the time of high blood glucose event. The device will not be returned for analysis.